Event description:
Edwards received information a patient underwent transcatheter valve-in-valve procedure. A 26mm transcatheter valve was implanted inside the failing 25mm valve. No complications were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient. At this time, no intervention has been performed and edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm bioprosthetic aortic heart valve is failing after nine (9) years, five (5) months due to severe aortic stenosis. As reported, the patient is being worked up for valve-in-valve intervention but no information has been provided that the procedure has taken place yet. No additional details were provided.